Manufacturer narrative:
Eval summary: the threads on the hinge post extension, as measured, were found to be conforming. A complaint history search showed that no additional complaints have ever been received for any finished goods lot where this subcomponent lot of hinge post extensions was used. No problems were found with the hinge post extension. The mating hinge post was not returned for eval as it was implanted. A complaint history search showed that no additional complaints have been received for any finished goods lot where the subcomponent lots of hinge posts were used. Based on the available info, an exact cause for the reported difficulty cannot be determined. Device history records indicate all components were manufactured and inspected to specification. Dimensional analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It was reported that during surgery, the hinge post extension was noted as too big for the thread on the mating, implanted rotating hinge knee femoral component. A post extension from another articular surface was opened and used to complete the procedure. The surgery was reported to have been delayed several minutes, but the exact delay is unk.